Event description:
Related manufacturer reference number: 2017865-2023-18485. It was reported a patient's right ventricular (rv) and atrial leads presented with dislodgement. No changes were reported. The patient was stable.